Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis is available. F/u could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use: " an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."